Event description:
Pt has had this device since (B)(6) 2009 and has been experiencing pelvic pain, severe cramping, blood clots weight gain of 50 lbs and many other problems. The doctor said that, this was as a result of the device getting used in her body, but nothing has changed. She plans to get it removed as soon as she gets money.